Event description:
I would like to report adverse reactions to the amo complete moistureplus contact lenses solution, lot # ab01879 or ab01379 exp. 04/08, however, these stock numbers were not listed on your recall list. I have been having problems with my eyes for about two months-redness, pain, excessive tearing, feeling as if hair or cotton was being dragged across my eyeball, itchy/scratchy sensations-. My primary care physician prescribed acular 0.5%, however, it never completely relieved all the symptoms, which he later prescribed levofloxacin. In 2007. I went to see an ophthalmologist, and after performing multiple tests, he said I had ak. Immediately, the doctor began treatment with acular ls and pred forte and instructed me to use the medication 4x daily. Dates of use: approx 2 months in 2007. Diagnosis: contact lens solution. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.